Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the device could not be inserted through the sheath. The starclose se system was removed and manual compression was used to achieve hemostasis. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Sample not available.

Event description:
This is a spontaneous report by a nurse from the USA of peritonitis and gi bleed in an approximately (B)(6) female homechoice peritoneal dialysis (pd) patient. During a call with baxter customer services, the reporting nurse stated that on an unreported date in 2010, the patient was diagnosed with peritonitis. On (B)(6)2010, the patient went to the ER and was diagnosed with a gi bleed. On (B)(6)2010, the patient was hospitalized due to the gi bleed. The cause of the gi bleed was unknown. The patient was recovering and was still hospitalized at the time of this report.